Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Arthritis of both knees [arthritis]. Case description: spontaneous report wa received on (B)(6) 2013 from a physician regarding a (B)(6) old female patient, initials (B)(6), with gonarthrosis of both knees. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen and route not provided. The lot number of synvisc was not provided. On (B)(6) 2013, the patient developed arthritis of both knees. The action taken with synvisc treatment was not provided. On an unspecified date, the patient recovered from the event of arthritis of both knees. Concomitant medications were not provided. The intensity for the event of arthritis of both knees was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis of both knees as definite.